Manufacturer narrative:
The taperguard oral/nasal tracheal tube is expected to be returned and evaluated, but it has not been received. (B)(4).

Event description:
It was reported by customer in (B)(6) that, during pt use, a taperguard oral/nasal tracheal tub was leaking air while in suction from the evac line, and would not inflate. The suction catheter did not steer smoothly, and it was exchanged by a similar unit. The new suction catheter was placed without problem. There was no reported pt injury.